Event description:
Customer reportedly received results of 203 mg/dl and 93 mg/dl on the mobile system, and results of 75 mg/dl and 83 mg/dl on a professional device within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however the test cassette is no longer available.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned to manufacturer.